Event description:
An optometrist reported a case of corneal haze and irregular astigmatism, observation on a pt's left eye at day six post operative lasik surgery. Pt was noted to have been treated with topical steroid eye drop therapy. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).